Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 07/06/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings:the display lens was found to be scratched. During testing, the display was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked on the side, above the bumper pad, and below the bumper pad. No battery cap was returned with the pump. A test battery cap was used to complete the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The distributor alleged that the display was scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.